Manufacturer narrative:
Investigation identified a coding error within the stella 2.0 program software; when a customer has multiple toric lens line items in stella (multiple toric lens reservations for the same eye) and an iod is generated from the patient's list view page, order confirmation or shopping cart, the system may incorrectly display the same placement axis for all reserved toric lenses instead of the correct placement axis associated with each individual lens line item. Only the implant orientation diagram (iod) printed using stella 2.0 between april 13 and april 16, 2026, and not the lens itself, is affected by this issue. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016. Claim # (B)(4).

Event description:
The doctor indicated via field safety notice response letter (medical device recall response stella 2.0 implant orientation diagram (iod) potential for incorrect axis) that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and lens rotation. The lens was explanted.